Event description:
The doctor stated that he placed a medpor external nasal batten implant on (B)(6) 2009. The doctor reported that the implant was partially extruding and an infection developed and the implant was partially removed as part of the treatment for the infection. The doctor stated that the pt is doing much better.

Manufacturer narrative:
Following a review of the device history record for the lot number 7167-d279g07, it was determined that all processes and test criteria are within the medpor implant finished product specification.